Event description:
Accurx elastomeric pumps, finding that they are leaking after fluids place into pump. Several doses made to pt level, and leaked in bag, replacement sent to pt. Also when technicians filling pumps, found some to leak. Dates of use: (B)(6) 2013. Diagnosis or reason for use: for IV medication delivery.